Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with issues with a competitor right ventricular lead. The system was repositioned into a less irritable position during a pocket revision procedure done on (B)(6) 2020. Patient was stable and recovering from the procedure.